Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery and power charger issues could not be verified; however, a different issue was identified (damaged usb pins).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer received a power source alert while using the tandem-provided wall charging adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.